Event description:
The customer contact reported the shut off valve in the soluset did not close when the soluset emptied; subsequently air was noted in the tubing. The soluset was being used to deliver 0.95 sodium chloride and glucose solution. After an unspecified length of time in use after the soluset emptied, it was reported the shut off valve did not close. The customer contact noted the air in the tubing below the soluset prior to disconnecting the tubing set from the patient. No air was delivered to the patient. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. A representative device from the same lot was received. Investigation is not complete. The catalog number provided is the domestic list number that is comparable to the international list number. The information on reprocessing of the device was requested; however, no response has been received.